Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110a), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "check vent: proximal pressure sensor auto-zero failed" (diagnostic code 110a), had occurred. The v60 was replaced with another v60. No delay in therapy or medical intervention was reported as well. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The reported issue was not duplicated during an inspection. The pressure standards were updated to correspond with the degradation of the sensor, the occurrence of the reported issue was improved by upgrading the software version. The reported issue was not duplicated during an inspection. The pressure standards were updated to correspond with the degradation of the sensor, the occurrence of the reported issue was improved by upgrading the software version. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.